Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being preformed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after post-dilatation of a stent strut, which damaged the balloon catheter and, subsequently, the introducer sheath and the vessel. Surgical intervention was required for the vessel injury, although it is unk where in the vessel the injury occurred. The pt was reported to be doing well.